Event description:
It was reported prior to starting a da vinci surgical procedure, where it was noticed the thread of the wiring mechanism on the joint near the jaw had sapped off on the maryland bipolar forceps. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. There was an indentation on the clevis. Intuitive surgical inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The reported complaint of a the thread snapped off does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury, or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.